Manufacturer narrative:
(B)(4). Investigation: one (1) customer photo was received for review and analysis. The photo only shows the label with the product information but does not show the reported device, therefore this complaint can¿t be confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked blood. The following information was provided by the initial reporter: "it was reported that blood splattered while retracting the needle. Per email: during a visit for a blood sample to be drawn, the np drawing my blood used bd vacutainer push button to draw my blood. Upon activating the needle retraction button, blood splattered on the procedure field. Np stated this happens routinely and while the IFU says to activate needle retraction while still in patient, she does not d/t the splatter results. She saw my insurance card from this visit and the bd logo; she felt comfortable sharing this complaint with me. I do not know which business group this product belongs to."